Event description:
A patient received an x-ray on cr device and was diagnosed with a pneumothorax. When the pt was re-imaged 6 days later using a dr device the x-ray measurements displayed values that doubled that size of the pneumothorax. The measurement tool on the workstation measures images rec'd from a fuji cr device two times smaller than that they should be when referenced to an accurate dr image. Example: dr measurement is 300 mm across, cr measures 150 mm across. No pt injury occurred.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be submitted when any additional details become available.